Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was kinked approximately 76.0, 79.0, 134.0 and 135.0 cm from the proximal end. The embolization coil was intact with the pusher assembly and had offset coil winds throughout its length. Conclusions: evaluation of the returned smart coil revealed offset coil winds along the embolization coil. If the introducer sheath is not properly inserted into the hub of a parent microcatheter prior to advancement, resistance may be experienced and damage such as offset coil winds may occur. Further evaluation revealed pusher assembly kinks. This damage was likely incidental to the reported complaint. During functional testing, the smart coil could only advance slightly with resistance due to the offset coil winds before additional resistance was experienced due to the pusher assembly kink near the mid-joint, and the smart coil could not advance any further. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the ophthalmic artery using a penumbra smart coil (smart coil) and a non-penumbra microcatheter. During the procedure, while attempting to advance a smart coil into the microcatheter, the physician experienced resistance and subsequently, the pusher assembly of the smart coil kinked; therefore, the smart coil was removed. The procedure was completed using another smart coil. There was no report of an adverse effect to the patient.